Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette separated from the transfer set which resulted in a leak. The transfer set was replaced. Renal therapy services (rts) assisted the patient in ending therapy and reviewed proper procedures per the user manual. Rts advised the patient to contact their registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.